Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement axiem bracket kit shipped to site 02/04/2016. No parts have been received by manufacturer for analysis. Return requested. Replacement lead acid 24v 34w battery shipped to site 02/04/2016. Medtronic investigation of returned suspect lead acid 24v 34w battery, returned on 02/12/2016, finds that, as received, batteries at 26.3vdc no load. Cells able to provide back-up for 6m53s. Begin re-charge and initial current = 1.1adc and holding. No fault found. Reported behavior could not be replicated. Return requested. Replacement 800va 120/240 selectable (B)(4) shipped to site 02/04/2016. Medtronic investigation of returned suspect 800va 120/240 selectable (B)(4), returned on 02/12/2016, finds no physical damage observed. Unit will energize, turn on and produce 110v output under load. Charging circuit is not functioning. Running the unit on battery (known good charged cells) back-up fails and shuts down immediately as reported. Internal inspection does not reveal any damaged discreet components. No evidence of reported burn smell. Electrical failure. Power supply malfunction. Reported issue was duplicated. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2016 a medtronic representative, following-up at the site, reported the navigation system was not hot to touch. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system that is no longer holding a charge. When the navigation system is unplugged from the wall it shuts off immediately. They could smell something burning internally, but could not identify the source. No further details regarding the issue were provided. There was no patient present when this issue was identified.